Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# serial# unknown implanted: explanted: product type accessory product ID (B)(4) lot# serial# (B)(6) implanted: explanted: product type lead product ID (B)(4)lot# serial# (B)(6) implanted: explanted: product type lead product ID (B)(4) lot# serial# unknown implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that the system was explanted due to infection and discarded by the customer. Additional information was received from the rep. Rep reported they were notified about this event (B)(6) 2024 from patient when they were talking about being re-implanted that day. Patient reported the explant occurred (B)(6) 2024. Rep reported the issue has been resolved.

Manufacturer narrative:
H3: analysis was not completed as the device was received in a non analyzable state. Continuation of d10: product ID 97791 serial# unknown product type accessory product ID 977a260 lot# serial# (B)(6) product type lead product ID 977a260 serial# (B)(6). Product type lead product ID 97791 serial# unknown product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep reported they were notified about this event 2024-jun-17 from patient when they were talking about being re-implanted that day. Patient reported the explant occurred (B)(6) 2024. Rep reported the issue has been resolved.